Event description:
A healthcare professional (hcp) reported the implantable neurostimulator (ins) is at normal elective replacement indicator (eri) as it began showing signs of depletion 6 months ago and was at 2.8 v and is now at 2.54 v. The hcp reported impedances measurements were taken at 1.5 v and monopolar value for contact 8 was 12600 ohms and monopolar contact 9 was around 9000 ohms. The hcp noted the electrode is not causing therapy problems. The hcp noted the patient is programmed on c+ 8- 10- and is receiving stimulation and getting therapy. There were no symptoms reported. The patient is implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.